Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) lcd is defective. The customer was provided with the part number and transferred to customer service. Follow-up calls were made to the customer in an attempt to obtain additional information concerning this report. The customer did not return any phone calls. No additional information is available concerning this report. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device was not returned.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd is defective. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) lcd is defective.